Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump drive support cap was flush out of the bottom of the device and not recessed into the unit. Customer's blood glucose was 345 mg/dl at the time of incident. Troubleshooting found that the pump battery life was short and that the customer recently received a replacement battery cap but the cap did not resolve the issue. Customer indicated that their blood glucose of 345mg/dl was high for them and troubleshooting was performed and was determined that the customer should replace the pump due to the drive support cap issue. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with high idle current due to open trace lcd driver on lcd board. No cosmetic damage noted.